Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box data revealed unexpected pump reboots. The original complaint was unable to be duplicated. During a visible inspection of the pump, no damage was found to the battery compartment. The test cap was able to fit securely and the ez prime steps were performed correctly. No power interruptions or low battery warnings occurred during investigation and the pump performed within specifications. The pumps cover was removed and there was no intermittent condition found to the power circuit.

Manufacturer narrative:
The product has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump had intermittent power. The reporter indicated that the battery compartment was intact and there was no noted moisture ingress related to the issue. The reporter confirmed that the o-ring on the battery cap was not visible at the time of the power issue. The reporter indicated that replacing the battery with one from a new pack did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.